Event description:
Reporter indicated the increased seizures, increased depression, suicidal thoughts, and cutting episodes during hospitalization in (B)(6) 2011, were unrelated to vns.

Event description:
Clinic notes received to the manufacturer indicated a vns patient was having increased seizures while being hospitalized in (B)(6) 2011 for increased depression, suicidal thoughts and cutting episodes. The patient's seizures are currently under good control. Prophylactic replacement of the vns generator is tentatively planned for (B)(6) 2012. Attempts for further information are in progress.